Event description:
Additional information reported: "patient has pain and inflammation."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event and physician contact details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii and "axillary adenopathy."

Event description:
Healthcare professional reports right side rupture, capsular contracture baker grade ii and "axillary adenopathy." Device remains implanted.